Manufacturer narrative:
The other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine 1000 mcg/ml; 175 mcg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2018. It was reported the patient experienced a headache. The doctor turned the pump to minimum rate on (B)(6) 2018 and observed the patient, watching for signs of improvement. After observing, it was decided to remove the pump and catheter. The patient went to the hospital because of the headache. The patient was admitted to the hospital and found to have a brain bleed. The patient had a subdural hematoma. The pump and catheter were explanted (B)(6) 2018 and were discarded. The pump and catheter will not be replaced in the future. It was unknown if the issue was resolved. Patient status was alive - with injury. No environmental/external/patient factors may have led or contributed to the issue. Other medications the patient was taking at time of the event were not available. Patient weight was (B)(6). Medical history was idiopathic progressive neuropathy. No further complications were reported. Additional information was received from a healthcare professional (hcp). It was clarified that the pump and catheter were explanted as there was an infection that was being treated. The patient developed a large subdural hematoma that did not respond to burr hole drainage. Regarding if the subdural hematoma was related to the device or therapy it was noted that ¿it can¿t be said for sure but given he had no falls and it has been reported in the past so the best guess is that it was related to the pump¿. The patient was hospitalized for the subdural hematoma and it was believed it was related to the pump. The hospitalization was because of the device. The headache and subdural hematoma have been resolved. The subdural hematoma was evacuated with craniotomy and the pump was removed. The patient was recovering well in rehabilitation.